Manufacturer narrative:
The pt is reported to be (B)(6). The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, the needle, along with a very small amount of suture, detached from the mesh leg assembly when the physician was testing the capio device, and was caught inside the capio cage. The physician then put a stand-alone capio suture through the dilator tube and pulled the dilator tube through the sacrospinous ligament. The procedure was completed with this device without any complications to the pt, who is reportedly "fine" post-procedure.